Event description:
Device malfunction: none. Symptoms/ ae: stroke, death. Time of symptoms: during and after the procedure. It was reported that during a right internal carotid artery stenting procedure, the patient suffered a stroke requiring prolonged hospitalization. During the procedure, the patient began to have slurred speech and left upper extremity weakness. The basket of the protection device contained a large amount of soft plaque. Some of the physicians felt that some plaque got around the basket. Post procedure, the patient was unable to move his left arm and was admitted to ICU where he became lethargic with periods of apnea. A chest x-ray revealed left lower lobe infiltrate and impending respiratory failure. Two days post procedure, the patient developed aspiration pneumonia and respiratory failure for which he was intubated. Nine days post procedure, a tracheostomy was performed. The patient became unresponsive 15 days post procedure and was discharged to an unknown location 16 days post procedure. Forty-six days post procedure, the patient died, cause unknown. Although requested, there is no additional information available.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device remains in the patient. The lot number was not identified; therefore, a device history record review could not be performed. The xact stent part #82086 is being filed under medwatch MFR# 9616695-2007-00133; the emboshield part # unk is being filed as a separate medwatch report.